Event description:
Master of social work (msw) at pt home. Pt smoking w/o2 on. Msw warned pt that it is not safe to smoke w/o2 on (as have all staff in the home). Pt removed o2 from face (nasal cannula) and put cigarette up to nose cannula, which ignited. Spouse shut off o2, took tubing outside. Msw put out fire in pt chair and removed burning towel & wastebasket outside. Pt very embarrassed by event. Agrees to not smoke with o2 on at least while staff are present. Talked w/spouse about her personal safety if spouse smokes w/o2 on.